Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was being used and then failed to grasp properly. The customer tried a few times to reinsert the instrument and checked the sterile adaptor without success. As a result, another instrument was used instead. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have damaged conductor wire insulation between the grip base and force amplification pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Potential fragments may have been missing. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.